Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: synergy ous mr 3.00 x 48mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid-stent damage, with stent struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19jan2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 80% stenosed, concentric target lesion containing >45 degrees and <90 degrees bend was located in the highly tortuous and moderately calcified right coronary artery (rca). After crossing the lesion with a guidewire, pre-dilatation was performed with a semi-compliant balloon. A 3.00 x 48 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device with the help of a guide extension catheter. No patient complications were reported and the patient status was stable. However, device analysis revealed stent damage.